Event description:
(B)(4). I was implanted with essure coils in 2008. After 1 year I developed vertigo. I have many episodes of floaters in my eyes, after it passes I get migraines. I started getting blurry vision which is much worse now, im out of balance often, I'm moody all the time, tired, I cry often. I was diagnosed with depression but I refused to take the meds. I started noticing my hair is falling out a lot . I get pelvic pain mostly on my left ovary. I have several vaginal ultrasounds done but they claim there is only a cyst in it and I'm allergic to nickel.